Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the disinfectant solution mixing process was impacted due to amount of disinfectant solution in the disinfectant solution tank being not enough. It is possible that the old disinfectant contained in the device was not drained before the disinfectant mixing was performed. It is likely the user did not operate the device in accordance with the instructions for use, which state the following: "warning the use life of the disinfectant solution may vary depending on many factors, including storage conditions, and the temperature of the environment where the equipment is installed. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life."

Manufacturer narrative:
An olympus technical assistance center (tac) representative provided troubleshooting over the phone to the user facility biomed in order to resolve the issue. The biomed stated that he went through the steps provided and he was eventually able to load the disinfectant. It is not known what was causing the disinfectant not to load properly. The reprocessor is back in service and working properly. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A biomed technician reported being unable to load the lcg (disinfectant) between cycles on an endoscope reprocessor. There were no patient involvement or injuries reported. No additional information has been obtained.